Event description:
Piece of pump broke and cartridge will not fit properly. Will be sending new replacement pump. No the error did not occur while in use and did not cause any adverse effects. We are shipping out a new pump and will return the broken one. No other information known. Dose or amount: 60 ng/kg/min. Frequency: continuous. Route: IV.